Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had infection at the surgical site. Symptoms of pain and pus were noted. It was also reported that nothing happened during the procedure and was believed that the patient¿s incision had not healed and the septic water patient waded through during typhoon (B)(6) contributed infection. The patient was placed on antibiotics and patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had infection at the surgical site. Symptoms of pain and pus were noted. It was also reported that nothing happened during the procedure and was believed that the patient¿s incision had not healed and the septic water patient waded through during typhoon harvey contributed infection. The patient was placed on antibiotics and patient underwent an explant procedure. No device malfunction was suspected.